Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not working properly. The customer's blood glucose was unknown at the time of incident. The customer stated that there was no communication with the transmitter. The customer stated that the electrode was completely missing when they removed the sensor. Troubleshooting did not occur. The sensor will not be returned for analysis.